Event description:
A user facility reports that an intraocular lens (iol) would not fold correctly in the cartridge of the iol delivery system. It is not known whether there was pt impact/injury associated with this event. Add'l info has been requested.

Event description:
A surgical technician at the user facility provided additional information. The iol delivery system did no malfunction, the lens would not correctly fold due to difficulty with the leading haptic. There was no pt impact/injury associated with this event.